Event description:
It was reported that the patient presented for a follow-up visit in the clinic with an unspecified infection and skin erosion at device pocket site. The device pocket was noted to swelling, discharge and redness. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion exposing the outer coil located near to the connector boot. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.